Event description:
Per the clinic, the patient experienced wound swelling and skin flap infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The patient was also hospitalized for an IV antibiotics administration (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted under general anaesthetic on (B)(6) 2024, and the patient underwent a fluid drainage procedure during the same surgery. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.